Event description:
It was reported that the foley catheter was inserted for a patient prior to a c-section. After surgery, the foley catheter slipped out of the urethra. When flushing the catheter, it was noted that the balloon did not inflate but rather squirted out the saline.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual: received 1 silicone foley catheter. Upon inflation solution leaked out of the eyelets. Dissected catheter balloon and it was found that the catheter had a partial notch. Based on physical sample received the reported event is confirmed and does not meet specifications per inspection procedure which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inadequate pressure on the machine to punch. However, there was insufficient information to confirm this potential root cause. A DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event.

Event description:
It was reported that the foley catheter was inserted for a patient prior to a c-section. After surgery, the foley catheter slipped out of the urethra. When flushing the catheter, it was noted that the balloon did not inflate but rather squirted out the saline. Per customer follow up received on 16jul2024, there was no other patient impact. Another foley had to be placed.